Event description:
Codman micropituitary handle snapped off while in use by surgeon. Instrument removed from table and examined. Surgeon checked wound for metal and pt was x-ray-ed. X-ray was read as negative for metal.